Manufacturer narrative:
This case was assessed as reportable to the FDA as the event swelling/edematous (injection site edema) was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of belotero balance lidocaine, lot number b00026990 was reviewed. Nonconformance reports, corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This spontaneous report was received from a us nurse and concerns a female patient. She was injected with a total 1 ml of belotero balance, into the infraorbital hollow (off label use of device), on (B)(6) 2024. Belotero balance was injected in 0.1 increments. The patient was concomitantly injected with a couple of units xeomin, into the lateral brow, on (B)(6) 2024. She looked appropriate after the treatment. In 2024, 3 weeks after the belotero balance, the patient experienced increased swelling in the right side. The right side was puffy and treated with cold, heat, non-steroidal anti-inflammatory drugs (nsaid) and medrol pack without change. Due to the provided information, the outcome of the event was considered as not resolved.follow-up information was received on 03-may-2024:the event product displacement was added. The patient was injected with belotero balance bilaterally. In (B)(6) 2024 (ambiguously reported as (B)(6) 2024), the nurse performed a manual assessment. Swelling was not inflammatory and was not causing a discomfort. The patient did not respond to over-the-counter nsaids, further indicating that the swelling was likely non-inflammatory. The swelling was not bilateral, meaning that it was unlikely that the patient was experiencing hyaluronic acid intolerance. The nurse admitted that overall aesthetic improvement occurred, except for the prolonged swelling. A possible product displacement was included and an ultrasound was planned to visualize the location to see if it was product displacement. As reported, it was possibly from sleeping on that part of the face or face rubbing by the patient. The outcome of the event product displacement was unknown. The outcome of the event swelling remained unchanged. At the time of this report, xeomin® was not a concern to nurse, associated swelling was thought to be from belotero balance. In the opinion of the reporter, the events were related to belotero balance.follow-up information was received on 11-may-2024:this case was upgraded to serious.the suspect product was recoded from belotero balance to belotero balance lidocaine.off label use of device was deleted.the event term swelling was amended to swelling/edematous and the coding was changed from injection site swelling to injection site oedema. The patients initials, date of birth (1981), and weight (reported ambiguously as 135) were provided. She was 43-years-old at the time of the event. The patient was injected with belotero balance lidocaine. Batch number was reported as b00026990 (expiry date: 02/2025). The batch record review was received and the lot number for belotero balance lidocaine was confirmed as b00026990 (expiry date: 02/2025). A lot search in the global safety database was conducted. Belotero balance lidocaine was injected with 0.5 ml per side in 0.1 ml drops. The provider stated the patient has received prior xeomin from them, but she had noprevious treatments with fillers. The patients medical history was reported as none. On (B)(6) 2024, one day after the treatment with belotero balance lidocaine, the patient had the swelling, (reported as by the next day). It continued to be quiet edematous. On (B)(6) 2024, on the day of this report, the reporter wanted to dissolve it. She was treated with non-steroidal anti-inflammatory drugs (nsaid) and medrol pack. The events were not resolving despite treatment and time passage. The treatment was necessary to prevent permanent damage. Due to the provided information, the outcome of the event swelling/edematous was considered as not resolved. The outcome of the event product displacement remained unchanged. In the opinion of the reporter, the events were semi-permanent and unknown if related to belotero balance lidocaine (changed from reasonable possibility). The other side looked perfect. The affected side initially looked fine. The patient did not respond at all to any of the treatment modalities. It did not appeared to be inflammatory in nature. The reporter stated it was possibly a drainage issue.